Manufacturer narrative:
Initial investigation: the (B)(4) while servicing the equipment turned on the power and noticed a noise coming from the up/down movement of the (B)(4). The engineer investigated and stated that the noise was coming from the up/down drive belt at the base of the table. He lubricated the belt and while removing the excess oil he activated the up/down drive movement injuring his finger. The engineer had taken the control for the belt drive and left the covers to the system off and had been moving the table and therefore the belt was moving while trying to wipe the excess oil off. Final investigation: usually the (B)(4) should turn off the power supply when carrying out maintenance. This is stated in the cautions section of the service manuals. It was concluded that this issue is not the fault of the equipment and the injury was caused by human error. Please note that this event was determined to be reportable during an internal audit of the manufacturer.

Event description:
A (B)(4), lost the top of his right index finger, from just below the nail. He reported that he had completed a repair on a toshiba x-ray system in the hospital and was calibrating the system. He had not put the covers back on. He was running through the checks when he noticed a belt was noisy, so he sprayed it with lubricant, tried to wipe off excess lubricant, and his finger was caught in the belt.